Manufacturer narrative:
References the main component of the system and other applicable components are: product ID pnma01411a004, product type recharger.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that she would like to order adhesive discs. The patient reported that charging the ins was a nuisance. The patient reported that the ¿charging part¿ was so big and she was so tiny and ¿it moved every time she goes to charge.¿ the patient reported that when she had to charge her ins she had to sit and couldn¿t move at all or else she would lose the coupling bars. The patient reported that she was off her anxiety medicine so she was a little more ¿fidget-y¿ and didn¿t like to sit in one spot for more than an hour. No further complications were reported.